Event description:
This lead was an attempted implant on (B)(6) 2012. It was not implanted as it would not fixate in the atrium twice. Another lead was used and the atrial port was plugged. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).